Event description:
It was called in to patient services on (B)(6) 2011 that this lead is broken and needs to be explanted. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).